Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock, due to oversensing. Troubleshooting was performed and noise was created with patient arm movements. The sense vector was reprogrammed from secondary to the primary vector. X-rays and device data were submitted to technical services for review. Technical services discussed the episode showed high deflections that were oversensed. The noise was consistent with damage to the sense a conductor of the electrode. Review of the x-rays found potential impairment of the electrode close to the header entrance. There was a strong bending of the lead close to the header and the lead appeared to be tucked around the device. This was most likely resulting in a high tension on the lead conductors. Electrode replacement was recommended. If a replacement procedure was not possible at this time, the device should remain programmed to the primary vector as the only vector currently free from artifact and the patient should be closely monitored in the remote monitoring system. The device and electrode remain implanted and in service. No adverse patient effects were reported, outside of the inappropriate shock that was received. The device and electrode were explanted and replaced two months later. During the replacement procedure. The electrode was found to be slightly folded close to the connector. The explanted products were expected to be returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The electrode was thoroughly inspected and analyzed upon receipt. Resistance testing found the electrode was not electrically continuous. Detailed analysis confirmed a fracture in the area approximately 155-160mm from the terminal pin. The fracture was noted to be at the very proximal edge of a visualized curve in the lead. Based on the x-ray review, and laboratory findings, it is suspected that the electrode fracture was contributed to by being implanted with a bend near the s-ICD case. This fracture resulted in the observed noise, oversensing, and inappropriate shock.

Manufacturer narrative:
This correction report is being filed to correct the date of event field. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The electrode was thoroughly inspected and analyzed upon receipt. Resistance testing found the electrode was not electrically continuous. Detailed analysis confirmed a fracture in the area approximately 155-160mm from the terminal pin. The fracture was noted to be at the very proximal edge of a visualized curve in the lead. Based on the x-ray review, and laboratory findings, it is suspected that the electrode fracture was contributed to by being implanted with a bend near the s-ICD case. This fracture resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock, due to oversensing. Troubleshooting was performed and noise was created with patient arm movements. The sense vector was reprogrammed from secondary to the primary vector. X-rays and device data were submitted to technical services for review. Technical services discussed the episode showed high deflections that were oversensed. The noise was consistent with damage to the sense a conductor of the electrode. Review of the x-rays found potential impairment of the electrode close to the header entrance. There was a strong bending of the lead close to the header and the lead appeared to be tucked around the device. This was most likely resulting in a high tension on the lead conductors. Electrode replacement was recommended. If a replacement procedure was not possible at this time, the device should remain programmed to the primary vector as the only vector currently free from artifact and the patient should be closely monitored in the remote monitoring system. The device and electrode remain implanted and in service. No adverse patient effects were reported, outside of the inappropriate shock that was received. The device and electrode were explanted and replaced two months later. During the replacement procedure. The electrode was found to be slightly folded close to the connector. The explanted products were expected to be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock, due to oversensing. Troubleshooting was performed and noise was created with patient arm movements. The sense vector was reprogrammed from secondary to the primary vector. X-rays and device data were submitted to technical services for review. Technical services discussed the episode showed high deflections that were oversensed. The noise was consistent with damage to the sense a conductor of the electrode. Review of the x-rays found potential impairment of the electrode close to the header entrance. There was a strong bending of the lead close to the header and the lead appeared to be tucked around the device. This was most likely resulting in a high tension on the lead conductors. Electrode replacement was recommended. If a replacement procedure was not possible at this time, the device should remain programmed to the primary vector as the only vector currently free from artifact and the patient should be closely monitored in the remote monitoring system. The device and electrode remain implanted and in service. No adverse patient effects were reported, outside of the inappropriate shock that was received. The device and electrode were explanted and replaced two months later. During the replacement procedure. The electrode was found to be slightly folded close to the connector. The explanted products were expected to be returned for laboratory analysis.